Event description:
Device issue: failure to deploy - clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after the interventional procedure. Reportedly, "the starclose se didn't fire at stage 3." Manual compression was applied for to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4) (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.